Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of early battery depletion was confirmed. The device below end-of-service voltage level was received in one piece for analysis. Final analysis found anomalous current drain in the battery circuitry and longevity analysis confirmed premature battery depletion. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited premature battery depletion. The ICD was explanted and replaced. Patient condition was stable.